Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red itchy raised bumps. The patient believes the irritation was caused from the silver mesh on the garment. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to the pharmacist who suggested eucerin lotion, its unclear if the patient used the medication. The patient reported the irritation improved. Reporting out of an abundance of caution.